Event description:
It was reported that a beta bionics ilet user called saying they need to reconnect the device to the mobile app. This occurred during a hyperglycemic episode reaching a peak of 316 mg/dl blood glucose (bg). The user stated their neuropathy pain worsens when bg is high. Bg was corrected after troubleshooting was done to reconnect the device to the mobile app. There was no further intervention required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.